Event description:
The following was reported to hamilton medical ag: alarm buzzer defective'. No patient involvement. Internal remarks hamilton medical ag: the ventilator has been alarming on and off with tf431015 (self test fail) since 2022-07-22 17:52:08. Since 2022-09-30 the self test for the buzzer does not work and is always wrong.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).